Event description:
Upon insertion via the radial artery, the spring wire guide (swg) "came apart in a number of pieces." The ICU staff is confident the swg pieces were successfully removed from the patient. There were no patient complications reported.